Event description:
Scissors dull/unusable with 3 lives remaining. Cable snapped upon instrument removal. Obtained new instrument. No patient harm. Has been reported & returned to intuitive surgical. Manufacturer response for monopolar curved scissor, (brand not provided) (per site reporter). Issued rga#.